Event description:
The customer received a control reading of 33mg/dl on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. New strips, meter and control were sent to the customer.

Manufacturer narrative:
This information was not provided in the initial report.